Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal tecnis eyhance toric intraocular lens (iol) was fully implanted, then removed and replaced during the same procedure on (B)(6) 2025, due to a sheared-off haptic. No other medical interventions were reported. The procedure was completed successfully. The patient is reported to be in good condition following the procedure. No further information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: september 30, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod overriding a detached haptic inside the cartridge; no other lens portion or piece was received for evaluation. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, and plunger rod advancement. The plunger rod tip was observed to be bent. The detached haptic was observed to be damaged; haptic width and haptic thickness measurement were not performed as an insufficient amount of lens material was received. No further evaluation was performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.